Event description:
Surgeon was placing the mmf screws in the pts mandible and the heads twisted off. The heads were discarded and the lower portion of the screws were left implanted.

Manufacturer narrative:
Product was discharged by the hospital. If further info is acquired that adds value to the content of this report, and / or a conclusion can be drawn, a f/u report will be sent. This is one of two related MDR's. Refer to 9610905-2013-00013.